Event description:
Per complaint (B)(4), the doctor claimed the implant well is defective. The hand tool he was using would not disengage from the implant during manual placement and low torque. In the process the doctor's hand tool became damaged. The procedure was not completed within the same visit.